Manufacturer narrative:
As of 11/25/2025, manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details. As of 12/22/2025, unused returned product was submitted to the lab for testing with no defects noted. The following sections were updated: b5, b6, g6, and h6.

Event description:
On the initial report received on october 10, 2025, the consumer stated that the bandage fell off and the adhesive remained stuck on her skin. The adhesive has not come off her skin for the past 4-6 weeks. Her skin looks shiny and red. On november 03, 2025, the consumer reported during a phone call that she had gone to the doctor because her skin remained red and shiny. The doctor prescribed antibiotics and referred her to a wound specialist. On the completed cir received from the consumer on december 1, 2025, the consumer stated that she applied the bandage to her leg and, when she removed it, the adhesive adhered to her leg. Her skin was red and shiny. The doctor ordered 10 days of antibiotics and recommended the consumer to see a wound specialist. Consumer stated that the symptoms did not correct after she stopped using the product.

Manufacturer narrative:
As of 11/25/2025 manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.

Event description:
On the initial report received on (B)(6) 2025, the consumer stated that the bandage fell off and the adhesive remained stuck on her skin. The adhesive has not come off her skin for the past 4-6 weeks. Her skin looks shiny and red. On (B)(6) 2025, the consumer reported during a phone call that she had gone to the doctor because her skin remained red and shiny. The doctor prescribed antibiotics and referred her to a wound specialist.